Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. The customer reported that replacement of the power pca resolved the failure. The unit passed all testing and was put back into service.